Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact on the customer's blood glucose level. Eventually, the technical support team decided to replace the malfunctioning pump, and the customer used an insulin pen as a backup.